Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump exhibited error 46510 during testing. No patient involvement.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the device was missing the seal sticker. The investigation found that the pump displayed the reported error code on power up. The investigation determined that a faulty microprocessor board was the cause of the reported issue. The microprocessor board was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.